Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-22-client is testing with expired test strips. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for e-3 error. The error occurred when the test strip was inserted. At the time of the call the customer stated she was feeling weak. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/16/2019 and were opened (B)(6) 2018 (expired product). Customer was also using improper testing technique.